Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the cardiac tamponade occurred, and the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Post procedure the patient had a pericardial effusion with cardiac tamponade. The patient had multiple transesophageal echocardiograms (tees) performed post-event which noted everything was fine. Three (3) years post procedure the patient underwent open heart surgery for a mitral valve repair. It was discovered that the watchman closure device did not seal. No further information is available at this time.

Manufacturer narrative:
B3 date of event - event date reported as 2019. D6a: implant date - implant date reported as 2019.